Event description:
It was reported that a thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed and a double curve watchman fxd curve access system (was) was inserted into the patient. Before snapping the watchman flx laa closure device (wds) into the was, a clot was identified on the was on transesophageal echocardiography (tee). The wds was removed from the patient, and the sheath was used to aspirate the thrombus back. The thrombus was also noted from being aspirated back as well as on the tip of the catheter. Another wds was prepared and inserted into the was, and before snapping together the wds with the was, another thrombus was noticed via tee. The wds was removed from the patient, and the was was aspirated. A shot contrast to the brain was performed, which revealed no abnormalities. The thrombus was resolved from the area and none embolized to the brain. The procedure was unable to be completed. The patient was discharged home the following day and the medication regimen was increased to eliquis 5mg twice per day in response to the thrombus seen during the procedure.

Event description:
It was reported that a thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed and a double curve watchman fxd curve access system (was) was inserted into the patient. Before snapping the watchman flx laa closure device (wds) into the was, a clot was identified on the was on transesophageal echocardiography (tee). The wds was removed from the patient, and the sheath was used to aspirate the thrombus back. The thrombus was also noted from being aspirated back as well as on the tip of the catheter. Another wds was prepared and inserted into the was, and before snapping together the wds with the was, another thrombus was noticed via tee. The wds was removed from the patient, and the was was aspirated. A shot contrast to the brain was performed, which revealed no abnormalities. The thrombus was resolved from the area and none embolized to the brain. The procedure was unable to be completed. The patient was discharged home the following day and the medication regimen was increased to eliquis 5mg twice per day in response to the thrombus seen during the procedure.

Manufacturer narrative:
B7: other relevant history- updated.